Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The product has not been returned to the manufacturer. Therefore, the product evaluation could not be performed. The DHR has been reviewed and no discrepancies were found. The root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
A non integration of the bone materials copios cancellous particulate xenograft 0.25-1mm, 1,0 cc and endobon xenograft granules 1.0 ml has been reported by the doctor petrement. The granules did not transform into bone. The patient had infection, inflammation, healing delay and pain. In anticipation of the placement of 3 implants 6 months later, the doctor performed a lateral sinus lift on (B)(6) 2017: the doctor used one copios cancellous particulate xenograft 0.25-1mm, 1,0 cc, and used in addition to the filling two endobon xenograft granules 1.0 ml. On (B)(6) 2018, the doctor saw the patient in consultation to proceed with the placement of 3 implants in the dental location 24, 25 and 26 (universal system of dental location). The doctor diagnosed that the site was not healthy. He found that the particulates were not processed, and a suspicious and "elastic" form was present. The doctor nevertheless placed the implants. The doctor proceeded to the removal of the material and the trimming on (B)(6) 2018 as the implants were not osseointegrated, the bone height was insufficient because the filling was not transformed. Additionally the patient had a slight pain, dr. Petrement found a beginning of inflammation of the gingiva and a presence of pus in the sinus.